Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the external paddles were sparking. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the paddle electrode and the paddle plates. The fse replaced the paddle electrode and the paddle plates to resolve the issue. The device remains at the customer's site. No further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the paddle pocket plates and external paddles were sparking. There was no reported patient impact or injury.